Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the extended charge time issue and how this device is not included in that advisory but is operating as such. The consultant recommended monthly follow up visits and the caller stated that patient is now being followed on a regular basis. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this caller was inquiring about the longevity of this device. The caller reported that approximately four years ago, the monitoring voltage(mv) had been 3.19v. However, most recently, the mv is 2.55v with a charge time (CT) of 15.1 seconds. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Event description:
--

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. This product issue will be updated when device evaluation is complete.